Event description:
It was reported that there were no error messages displayed during the endoscopic ultrasound (eus) procedure in which the subject device was used. The defective scope was replaced with another eus scope, which delayed the procedure by only a few minutes. There were no devices attached to the scope when the issue occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the physical device evaluation confirmed the defect (absence of the ke45) from around the forceps cover. However, the root cause of the defect could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿caution: do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.¿ olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrovideoscope had the control body missing single component paste-like, thixotropic adhesive (ke45) around the forceps cover. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the following: no single component, paste-like, thixotropic adhesive (ke45) around the forceps cover; four full broken elements 12, 14, 16 and 18; open grip unit and scope cover-fluid invasion found; electric and ultrasound connector had fluid invasion; and electrical leak. Should additional relevant information become available, a supplemental report will be submitted.